Manufacturer narrative:
Hamilton medical comes to the following conclusion: under investigation.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description: received an email from customer stating a problem with the intellicuff on their c6 having a leak.